Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2014-08512. It was reported the patient was experiencing ineffective stimulation from her scs system. During surgery on (B)(6) 2014, it was determined one of the patient's leads had migrated. The patient's physician then decided to explanted and replace the patient's leads with different model leads. Effective stimulation was reportedly restored postoperative. The implant date is unknown for device: model: 3788, scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2014-08512.